Event description:
The customer reported that during acl reconstruction surgery on (B)(6) 2013, the 8x28 mm screw was damaged during insertion. Another screw for graft fixation was successfully implanted. There were no adverse consequences.

Manufacturer narrative:
Suspected root causes: from visual examination of the returned device, the distal 12mm of the screw threads were flattened. This occurs when the bone tunnel is too tight or the bone is particularly hard and "unyielding" to the screw resulting in flattening of the leading threads and failure to advance into the bone tunnel.